Event description:
A hydrothermblator procedure set was used during a hydrothermablation (hta) procedure (female patient in her (6)(6)). According to the complainant, the cassette was making a "clicking" sound. Although the procedure kit was switched, the cassette continued to "click". While continuing the procedure with the second kit, two fluid loss alarms sounded, both at a rate of 5 cc's. During this period, a crack was noted in the sheath. Follow up information received on (6)(6), 2009, revealed that there was leaking at the cervix and the patient did not receive any burns. It cannot be determined whether the sheath was cracked by the tenaculum or not. There were no patient complications reported with this event and the procedure was completed with another of the same device.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed. (6)(4).